Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6- annex e, annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d4, h4 - product lot number is unknown this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: director. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6), male patient required a wayne pneumothorax tray for chest tube placement to treat an emergent tension pneumothorax. On (B)(6) 2021, following placement, provider notes stated that he was unable to "pull additional air off the chest tube because the stopcock would not turn." Clinical decompensation was noted 5 hours after placement and a repeat chest x-ray showed the patient had developed a second pneumothorax on the left side. The operator again tried to aspirate air and was unable to turn the stopcock. A second chest tube was placed and the patient's condition improved. After removing the first chest tube, it was noted that the obturator had been inadvertently left in place. No other adverse effects were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: middlesex hospital (united states) informed cook on 14dec2021 of an incident involving a wayne pneumothorax tray (rpn: (B)(6), lot: unknown). On (B)(6) 2021, a chest tube was placed for an emergent tension pneumothorax. After insertion, the doctor was unable to pull additional air off the chest tube, as the stopcock would not turn. The patient developed a second pneumothorax, so an attempt to aspirate air off the chest tube was made, but the stopcock was unable to be turned. Therefore, a second chest tube was placed and the patient clinically improved. Upon removal of the initial chest tube the doctor found that the obturator had been left in place, causing the failure. No additional harm to the patient has been reported. Reviews of the documentation, including the drawing, instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev4] ¿wayne pneumothorax set for seldinger placement¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5cm from the last sidehole. 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly. How supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered from the review of customer testimony, dmr, and IFU, cook concluded that the device was manufactured to specification. Cook could confirm that there were no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that the failure to follow instructions contributed to the reported event. The IFU for the wayne pneumothorax tray states ¿9. Remove the wire guide and catheter obturator.¿ the appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.